Manufacturer narrative:
(B)(4). D10: femoral component, #item 00596401752, #lot 65985787. Inset all poly petella, #item 00597206526, #lot 66769392. Stemmed tibial component, #item 00598005701, #lot j7812310. Therapy date: (B)(6) 2026. G2: foreign report source spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient has experience discomfort in his knee approximately 2 years post implantation, he underwent a scintigraphy, which revealed tibial loosening, so a knee revision was scheduled. The patient had a revision surgery 2 years post implantation, and the polyethylene has been replaced, as no loosening was observed in the tibial and femoral implants. Attempts have been made and additional information on the reported event is unavailable at this time.